Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem customer technical support educated the customer to follow the proper air removal steps. Customer performed the fill tubing step and resumed insulin delivery to address the issue.